Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative reported that they trained the residents on proper registration techniques to ensure the reported issue would not reoccur, if the root cause was a use error. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, following a point merge registration for a spinal fusion, the surgeon found an imprecision when checking accuracy. Re-registering did not resolve the reported issue. The reported issue occurred during a t10-l2 spinal fusion, prior to any screws being placed. The surgeon opted to complete the procedure without the use of the navigation system prior to placement of any screws. No additional information was provided. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome.